Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800-900 mg/dl and "trauma" to liver and kidneys. Bg level was addressed with a correction bolus via the pump. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.